Event description:
Broken implant during the surgery due to a bad temperature management from the surgeon. An other smart toe has been implanted with success.

Manufacturer narrative:
Eval summary: after shape recovery testing of the explant the shape recovery is not conform to memometal specification, and permits to identify the implant plastic deformation. Implants suspected to have broken due to not following temperature management requirements by the surgeon. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a resulting from the acquisition of memometal technologies by stryker corporation.